Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9343461. Consumer reported found a liquid in 7 syringes feels this liquid made a foam like foreign matter in her insulin n vial when placed the air in vial. She discarded the vial. Purchased this box in august. Injects 2xs a day. Denied reuse.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (9) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 9343461. Customer states that liquid was found in the syringes. All returned syringes were examined and a clear drop of liquid came out of the cannula when fully depressing the plunger rod of 2 out of 9 samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 9343461 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200876170] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch (B)(4) was created for the silicone guns. Correction: the silicone guns were purged. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 328521, batch no. 9343461. Consumer reported found a liquid in 7 syringes feels this liquid made a foam like foreign matter in her insulin n vial when placed the air in vial. She discarded the vial. Purchased this box in august. Injects 2xs a day. Denied reuse.